Event description:
While using a trumpet valve on a laparoscopic cholecystectomy for cautery, suction, and irrigation, the insulation frayed and the gallbladder was perforated. Bile leaked into the abdominal cavity. The surgeon was able to control the event and completed the surgery.